Event description:
Consumer stated that the bristles are coming out of the eq tbp sonic rf 3ct. Update: 7-17-18 consumer said some of the bristles came out when I was brushing my teeth. I threw the replacement brush head away.